Event description:
It has been reported to us that during the procedure the occlusion balloon deflated unexpectedly. Cas procedure for ica. The physician deployed the distal protection balloon and inflated it. When the physician attempted to perform pre-dilatation the distal protection balloon deflated unexpectedly. The physician removed and replaced with another to complete the case. No health hazard to the patient.

Manufacturer narrative:
(B)(4). Evaluation is anticipated but has not yet begun. An engineering analysis of the subject device will be performed. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4): the actual device used in the case was returned and evaluated. Visual examination of the occlusion balloon wire revealed that the occlusion balloon material is folded over on itself. The proximal section of the shrink sleeve is intact. The distal section of the proximal shrink sleeve is in place but appears ripped. The coils of the occlusion balloon wire are severly stretched between the distal shrink sleeve and the proximal balloon taper; part of the shrink sleeve is attached to the proximal taper. The distal tip taper is intact. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for deflation. The analysis is complete as of today (B)(4), 2012.